Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when sleeping on an electric blanket, a tingling electrical sensation was felt above the buttocks rather than at the site where the stimulator is implanted. Since the adjustment performed the week prior, the electrical stimulation has felt too strong. There were no known environmental, external, and patient factors that may have caused the event. As no information regarding the use of electric blanket was available, it was advised to refrain from use if any abnormal sensations were experienced. As the system was designed to adjust stimulation based on body position, the patient was advised that if the same tingling electrical sensation was felt in the same posture even without using an electric blanket, this may indicate a setting issue. The patient was asked to have the settings checked and to consult with the physician accordingly. Consultation with the physician was planned for the following monday. The issue was not resolved at the time of the report. The patient outcome was noted as "health hazards". Additional information was received. It was reported that adaptivstim was on. When asked about the cause of the tingling electrical sensation felt above the buttocks rather than at the site where the stimulator is implanted when using the electric blanket, it was reported that the implant site was in the upper gluteal region. The stimulation threshold was checked in each posture to determine whether the sensation was due to scs stimulation. In the supine position, the threshold appeared to be slightly lower compared to the settings immediately after implantation, but there was no significant difference. The issue has since been resolved. When asked about the cause of the stimulation feeling too strong, it was reported that according to the physician, the patient may simply be hypersensitive and may be confusing the sensation with their own numbness symptoms or worrying excessively. Since lowering the stimulation intensity caused pain, the physician decided not to change the upright and ambulation output from the settings at the time of the visit. On (B)(6), the sensory threshold was checked and the upright/ambulation output was reduced by 10%; however, the situation afterward was as previously noted. The issue has since been resolved.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.